Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Nurse reported that the patient arrived via ambulance and was hospitalized with diabetic ketoacidosis. It was noted that the patient's blood glucose was reading at 56 mmol/l (1009 mg/dl) and ketones present. The patient felt sick and was vomiting for most of the day. The pod was worn between 36 and 48 hours on the abdomen. There was no further information provided regarding the hospitalization or to the patient's treatment. The pod was removed and discarded at the hospital and the patient was to use insulin pens instead of omnipod system.